Event description:
It was reported that removal difficulty occurred. The target lesion was located in the right coronary artery. A 24 x 3.50 promus elite mr drug-eluting stent was successfully deployed. However, during withdrawal, the balloon would not come out of the guide catheter. Both the balloon and guide catheter were removed intact, and the procedure was completed. No patient complications were reported.